Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had displayed a large error message in red, with arrows pointing to the left-hand side. Reporter stated the message had consisted of a series of numbers: 465 10 303546528 4294966010 1280 0. Reporter stated that after the issue was reset, a new error message had indicated that the pump had lost power during the infusion. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.